Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 58cm and 58.5cm from the proximal end of the rotowire. Functional testing was performed using the returned rotowire. During testing, the returned rotowire was able to be removed with resistance but was not able to be reinserted due to the kinks in the rotowire. Product analysis confirmed the reported event, as the returned rotowire was able to be removed with resistance but was not able to be reinserted due to the kinks in the rotowire.

Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid and distal anterior tibial (at) and distal posterior tibial (pt). A 1.50mm rotapro and a rotowire were selected for use. The rotapro was prepped and platformed at 180,000rpm. During the procedure, the burr rotation speed was between 178,000rpm to 180,000rpm. It was noted that the burr was stuck with the rotawire when it was back through the at in dynaglide mode. The rotapro and the rotawire were removed together as one unit in dynaglide mode and pulled through the sheath. The procedure was completed with a balloon device. There were no complications reported and the patient was stable after the procedure.

Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid and distal anterior tibial (at) and distal posterior tibial (pt). A 1.50mm rotapro and a rotowire were selected for use. The rotapro was prepped and platformed at 180,000rpm. During the procedure, the burr rotation speed was between 178,000rpm to 180,000rpm. It was noted that the burr was stuck with the rotawire when it was back through the at in dynaglide mode. The rotapro and the rotawire were removed together as one unit in dynaglide mode and pulled through the sheath. The procedure was completed with a balloon device. There were no complications reported and the patient was stable after the procedure.